Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(6) implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3389s-40, lot# va0cu0m, implanted: 2013-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3389s-40, lot# va0cu0m, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the date of onset/diagnosis of the infection was (B)(6) 2014. The patient had symptoms of redness, swelling, drainage, and pain. The infection was located at the device pocket and lead. Cultures were obtained from the device pocket and blood and staph was cultured. Perioperative antibiotics were given. The infection was treated by intravenous antibiotics and total device system explant. The infection had resolved.

Event description:
It was reported that one of the patient¿s implants was taken out because of an infection. The infection started about (B)(6) 2014 and she was in the hospital and therapy ¿to get it repaired.¿ the doctor reportedly told the patient that the generator was very slimy with the infection on it. She got a new implant. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.